Event description:
The customer called to report no delivery alarms. Instructed the customer to disconnect from the pump and revert to back up plan of manual injections. A replacement pump was requested.